Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined the cause of the reported issue was due to an electrically shorted diode, designator cr21.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The device began to charge and then would dump the charge. Physio replaced the therapy pcb assembly and made other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device logged an event code in the device's memory. Upon evaluation of the customer's device, physio-control found that the device will begin to charge to the selected defibrillation energy level and then dump the defibrillation energy and the service indicator will illuminate. With this issue, the device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported event.